Manufacturer narrative:
It was reported in the initial medwatch report that the date the device returned to manufacturer (d10) was (B)(4) 2016. Please note that the correct date was (B)(4) 2016. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed cutter insertion test, due to worn bearings. It was further determined that the device could not be disassembled. The bearings were worn out and loose creating a situation where the cutter was not able to be inserted. This is because the bearings were no longer in axial alignment not allowing the cutter to pass through. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the attachment device had damaged bearings. During service and evaluation, it was observed that the attachment device bearings and extension sleeves were damaged, the ball bearings came apart and the balls and cage were missing. It was further determined that the device failed the following pre-test: cutter insertion. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.